Event description:
It was reported that approximately eight months post port implant; a chest x-ray demonstrated the port catheter allegedly broke at the connecting point of the port body and port catheter. It was further reported that catheter embolized to the ventricle. Reportedly, the catheter was removed and replaced in the hemodynamic procedure room. The patient was reported as stable.

Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and issue to date. The quantity affected is one. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one m.r.I. Plastic lp port with 6.6 fr s/l silicone catheter set was returned for evaluation. Visual, microscopic, tactile and functional were performed. The sample had blood and fluid residue and showed to be the port, detached cath-lock and detached 14 cm length of interim tubing (from 17 cm to 3 cm depth markings). Initial examination of the port segment showed multiple access of the port septum and of the interim tubing showed multiple definitive curves and the depth markings to be clear with a compression crease between the 16/17cm depth markings. Gross examination of the cath-lock was unremarkable. Two electronic x-ray photos were provided for image review and the following finings can be noted. Image dated 3/27/18, the catheter tubing is kinked just beyond the port reservoir connection. There is likely stress at the catheter tubing near the port reservoir connection. Image dated (B)(6) 2018, the catheter tubing is no longer connected to the port and has embolized into the right ventricle. Based on the return sample and image review, the investigation is unconfirmed for catheter break as no visible damage can be noted on the catheter. However, the investigation is confirmed for migration, specifically for catheter embolism. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Per evaluation results, slight necking of the catheter tubing was noted in the attachment zone under the cath-lock. Possible contributing factor includes improper assembly, catheter wear and mechanical manipulation; however, a definitive root cause could not be determined.

Manufacturer narrative:
Manufacturing review: a DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one m.r.I. Plastic lp port with 6.6 fr s/l silicone catheter set was returned for evaluation. Visual, microscopic, tactile and functional were performed. The sample had blood and fluid residue and showed to be the port, detached cath-lock and detached 14 cm length of interim tubing (from 17 cm to 3 cm depth markings). Initial examination of the port segment showed multiple access of the port septum and of the interim tubing showed multiple definitive curves and the depth markings to be clear with a compression crease between the 16/17cm depth markings. Gross examination of the cath-lock was unremarkable. Two electronic x-ray photos were provided for image review where gustav blomquest makes these main points: key points: 1. On (B)(6) 2018, the catheter tubing is kinked just beyond the port reservoir connection. There is likely stress at the catheter tubing near the port reservoir connection. 2. On (B)(6) 2018, the catheter tubing is no longer connected to the port and has embolized into the right ventricle. The complaint of catheter break is confirmed based on these evaluations. The definitive root cause could not be determined based upon available information. It is unknown if clinical or manufacturing procedure issues contributed to the reported event. Evaluation of the physical sample possibly suggests that tool damage occurred on the catheter segment near and/or on top of the port stem; if this occurred during assembly/placement this may have contributed to the breakage of the catheter, which appears to have torn away at some point before embolizing. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Method1, result 1, conclusion1).

Event description:
It was reported that approximately eight months post port implant; a chest x-ray demonstrated the port catheter allegedly broke at the connecting point of the port body and port catheter. It was further reported that catheter embolized to the ventricle. Reportedly, the catheter was removed and replaced in the hemodynamic procedure room. The patient was reported as stable.

Manufacturer narrative:
Medical images were provided. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 05/2022).

Event description:
It was reported that approximately eight months post port implant; a chest x-ray demonstrated the port catheter allegedly broke at the connecting point of the port body and port catheter. It was further reported that catheter embolized to the ventricle. Reportedly, the catheter was removed and replaced in the hemodynamic procedure room. The patient was reported as stable.